Manufacturer narrative:
Alleged failure: light was lost in the image. 5min delay to get replacement camera. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: the root cause of the issue reported could be the light source used along with the camera head and coupler when the issue was observed by the customer. The product was returned for investigation and the failure mode will be monitored for future re-occurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.